Manufacturer narrative:
A getinge field service engineer (fse) replaced the batteries but the problem still appeared intermittently. To resolve the issue, the fse replaced the power manager board and the iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named in block is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Full name of the event site in (B)(6) hospital

Event description:
During a scheduled preventive maintenance (pm), the getinge field service engineer (fse) noticed a battery charge issue with a li-ion battery in slot 2. There was no patient involvement, and there was no adverse event reported.